Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchovideoscope had an unsupported scope error. The event occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, g3, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: noise image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: electrical/electronic component failure. Olympus will continue to monitor field performance for this device.